Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user received an insulin occlusion alert on the ilet while using a contact detach 6 mm, 23-inch infusion set, and the alert persisted after a fill-tubing sequence until all supplies were changed. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included no reported impact on daily activities or medical care. Investigation included troubleshooting and education performed by the agent, including disconnecting and running a fill-tubing sequence followed by a full supply change. Investigation of this case revealed that the occlusion alert resolved only after replacement of the infusion set and related supplies. It was concluded that the event was consistent with an infusion set occlusion that resolved after supply change.